Event description:
It was reported that the right ventricular (rv) lead had dislodged and experienced loss of sensing and capture. Reprogramming was performed for pacing output and sensitivity. The rv lead remains use. No patient complications have been reported as a result of this event.